Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 05/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a venoplasty and stenting procedure in the common femoral artery (cfa) via the right groin the vascular stent graft allegedly failed to deploy. Reportedly, there was no difficulty in retracting the device from the patient, and two additional vascular stent graft delivery systems were used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stenting procedure in the common femoral artery (cfa) via the right groin the vascular stent graft allegedly failed to deploy. Reportedly, there was no difficulty in retracting the device from the patient, and two additional vascular stent graft delivery systems were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the delivery system could only partially deploy the stent graft. The outer sheath was found elongated in the proximal section indicating that high friction was present during the deployment attempt. No indication could be found for a process related issue. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.